Manufacturer narrative:
Investigation summary: 2 samples were received. They came in a plastic bag. They are contaminated with blood. The stopper rod has been removed from the syringe. For safety reasons, no further analysis can be done. The syringe is designed to flush the IV lines. The plunger rod shouldn¿t be pulled back, neither should it be removed from the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 9351520 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch. Root cause description: the syringe is designed to flush the IV lines. The plunger rod shouldn¿t be pulled back, neither removed from the syringe. Rationale: CAPA not required at this time.

Event description:
It was reported that syr 10ml pump compatible saline 10ml fil stopper separated from the plunger. The following information was provided by the initial reporter: "it was reported that the plastic piece detaches from the rubber stopper. Per email: we have been having issues with the saline syringes. When pulling back on them, the plastic piece comes off and the rubber plunger stays in there."